Manufacturer narrative:
Preliminary analysis showed that the reported issue could not be reproduced. No software issue could be identified.

Event description:
Reportedly, the subject programmer freezes when performing tests. Moreover, plastic parts are missing.

Event description:
Reportedly, the subject programmer freezes when performing tests. Moreover, plastic parts are missing.

Event description:
Reportedly, the subject programmer freezes when performing tests. Moreover, plastic parts are missing.